Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A physician reported suction two was lost during flap creation. Additional information received reported there was no patient impact and the procedure was able to be completed.

Manufacturer narrative:
During onsite visit the field service engineer (fse) replaced drive module board, spring module z-drive belt and performed service and installation record on the machine. Root cause analysis is not possible. The manufacturer internal reference number is: (B)(4).